Event description:
The pt's catheter was replaced in 2008 (see MFR's report number 3004209178-2008-04666). "A few months later, again, the pt had to come in or for a depth control of the catheter and the pump. The physician decided to retrieve the overall products (catheter and pump) this time." There was no pt injury. The pt status was reported to be "good" following the device removal. The pump was used to deliver lioresal.

Manufacturer narrative:
The pump has been returned to the MFR for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.